Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion sites fall off. No adverse event reported. Infusion sites have been discarded; no product will be returned.